Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The patient presented with chest discomfort. A 3.0x16mm taxus express2 drug eluting stent was deployed in the left anterior descending artery. No patient injuries or complications were reported. Over 3 years post procedure, the patient presented with thrombosis of the left anterior descending artery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.